Event description:
It was reported that a freestyle libre 3+ sensor experienced pairing failure with the ilet bionic pancreas, characterized as intermittent communication failure, which was resolved after the user was guided to rescan the sensor and the sensor came back online. The user experienced a blood glucose peak of 258 mg/dl with no associated adverse clinical symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem related to communication, with device components associated with electrical and magnetic functions and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.